Manufacturer narrative:
The investigation into the controller failure (red alarm) issue has been completed. The automated impella controller (aic) was returned for investigation. Console was tested with demo pump and purge cassette for long time, but no issue was reproduced. Purge pressure was able to be maintained and increased as piston forward strokes. Purge pressure sensor area was visually inspected without issue. The root cause of the controller failure was not determined because the symptom was unable to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that an aic alarmed with a controller failure alarm. The alarm initially resolved itself; however, the failure reoccurred, and the decision was made to swap the aic with another unit. There was no reported harm to the patient.